Event description:
The heartware pt was admitted (B)(6) 2019 via ems to the ed for low flow alarms, flow on vad 0.2, dizziness, chest pain and a headache. Pt was treated inpatient for a pump thrombus but did not want a pump exchange. She continues to smoke and is not a candidate for cardiac transplant. She decided to go home with hospice services and changed her code status to a dnr 4. Pt was discharged home with hospice (B)(6) 2019. Nurse practitioner notified (B)(6) 2019, pt expired.